Event description:
It was reported that the patient experienced discomfort at the implantable pulse generation (ipg) site. The patient underwent a procedure wherein the ipg was relocated and remained implanted. The patient was doing well postoperatively.